Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual and backpressure test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned sample revealed that the hemostatic valve was slightly broken in the star section. The dilator and a well-known lab sample catheter (smart touch) were introduced through the sheath, and no resistance or oversized issues could be detected. A back pressure test was performed, and water leakage from the hemostatic valve area was observed due to the damage previously detected. The shaft of the device was cut at the middle and the diameter was measured, it was found within specifications. The broken valve could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied, and damage on the hemostatic may have caused the event described by the customer as once that the integrity of the hemostatic valve is compromised its purpose of maintaining the inserted device in place is lost; however, this could not be conclusively determined. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The date of event was not provided. As such, field b3. Date of event has been populated with (B)(6) 2023. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve to be broken. It was initially reported by the customer that the inner diameter of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium seemed to be too large. As a result, the catheter (stsf) moved too easily within the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, slipping partially out of the sheath and always had to be held in place otherwise it would slip inside the sheath. There was no bleeding. There was no patient consequence. The insertion tube, an abbott brk transseptal needle and the normal dilator of the sheath were used in the case. The customer¿s reported issue was no considered to be MDR reportable since an increased potential for patient injury is remote. On (B)(6) 2023, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve was slightly broken in the star section. This finding was reviewed and assessed as an MDR reportable malfunction since the integrity of the device has been compromised.